Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 36 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading of the implant and patient related bruxism. Screw breakage is classified as violent breakage and must be considered relevant to the implant fracture.